Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation before the device was inserted into the scope, it was noticed that the wire anchor of the autotome rx 44 had dislodged and was not able to bow and unbow properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.